Event description:
Caller reported compact plus blood glucose results of 591 mg/dl, hi, which on the system indicates a result in excess of 600 mg/dl, and 129 mg/dl, within 10 minutes. Reported no adverse event relative to discrepancy. A request was made for the return of the meter and strips, replacement sent.